Event description:
Additional information received reported the patient was unable to give more specific information on the cause of the migration. The site precised that the ins was close to the skin in an oblique position.

Event description:
It was reported that migration of the implantable neurostimulator (ins) was determined. Actions required as a result of the event included hospitalization. On (B)(6) 2015 the patient was hospitalized and re-positioning of the device was done in the same day. Patient symptoms or complications included pain at the stimulator level. Since (B)(6) 2015, the patient complained about pain at the stimulator level. On (B)(6) 2015 it was determined that the ins migrated. The patient was considered recovered on (B)(6) 2015. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).